Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that a remote transmission reviewed in clinic displayed an "unspecified pm failure." The spouse questioned if the device was working and noted the patient is "not feeling any better." It was added the patient was scheduled for an electrocardiogram (EKG) for rehabilitation. The device remains in use. Additional information has been requested; at this time, no further information is available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that a remote transmission reviewed in clinic displayed an "unspecified pm failure." The spouse questioned if the device was working and noted the patient is "not feeling any better." It was added the patient was scheduled for an electrocardiogram (EKG) for rehabilitation. Follow-up indicated there was no cardiac resynchronization therapy defibrillator (crt-d) failure and the "unspecified pm failure" was incorrectly loaded in the patient's emr as an automated report from a twelve lead electrocardiogram (ECG). No reprogramming took place as a result of the event and the patient symptoms were deemed not related to the heart. The crt-d remains in use. No patient complications have been reported as a result of this event.